Event description:
It was reported that the pump battery could not be charged. There was no reported impact to the customer's blood glucose level. The pump began charging after the pump was plugged in for 30 minutes.